Manufacturer narrative:
Product ID 3093-33 lot# va024w3, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was stated there was a revision of the implantable neurostimulator (ins) pocket on the day of report for an unknown reason. It was stated, the caller planned to use ¿bovie¿, or electro-surgery, on the day of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implant kept moving and was repositioned surgically "multiple times." At one point, it was stated the patient had "so much" pain and they had an infection "going through the wires." The device was taken out in (B)(6) 2014. The patient had to wait for the infection to clear before getting a replacement in (B)(6) 2014. No outcome was provided with this event. Further follow up is being conducted to obtain this information and additional information regarding the event. A second follow up report will be sent if additional information is received.